Event description:
Bayer case number: (B)(4). Registered disabled (80%) / forced into retirement due to disability. [Disability nos]. Dull abdominal pain [pain abdominal], pelvic pain female, headaches, distended abdomen, chronic fatigue, pain in the joints, pain in tendons, pain in ligaments, muscles pain, persistent, treatment-resistant insomnia, memory impairment, dry syndrome [dry skin], urination disorders (difficulty emptying her bladder) [bladder inability to empty], heavy legs [heaviness in limbs], hair loss, worsening depression. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 13-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("dull abdominal pain") in an adult female patient who had essure inserted (lot no. 927096) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criteria disability and medically important), fatigue ("chronic fatigue"), arthralgia (" pain in the joints"), tendon pain ("pain in tendons"), ligament pain ("pain in ligaments"), myalgia ("muscles pain"), insomnia (" persistent, treatment-resistant insomnia"), memory impairment ("memory impairment"), pelvic pain ("pelvic pain female"), abdominal distension ("distended abdomen"), dry skin ("dry syndrome"), urinary retention ("urination disorders (difficulty emptying her bladder)"), limb discomfort ("heavy legs"), headache ("headaches"), alopecia ("hair loss") and depression ("worsening depression"). Essure treatment was not changed. At the time of the report, the outcomes for abdominal pain, fatigue, arthralgia, tendon pain, myalgia, insomnia, memory impairment, pelvic pain, abdominal distension, dry skin, urinary retention, limb discomfort, headache, alopecia and depression were unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, depression, dry skin, fatigue, headache, insomnia, ligament pain, limb discomfort, memory impairment, myalgia, pelvic pain, tendon pain and urinary retention to be related to essure administration. The reporter commented: period of occurrence: the pain began very soon after insertion [of the device]. Female patient¿s current status: medical leave, registered disabled (80%), forced into retirement due to disability. Personal and social life limited because of fatigue. Dull abdominal pain. Memory unstable. Considering implant removal which may be necessary, but which will tire me even more. Actions taken to treat the patient in the healthcare facility: not specified. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.